Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/02/2016, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior to tactile change) issue. The reporter stated that the audio bolus button cover was torn, and the button subsequently became under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: the audio bolus button cover was found to be punctured but the button remained responsive. Unrelated to the original complaint, investigation revealed the following: all keypad buttons were under-responsive; the keypad cover was removed, revealing moisture corrosion on the button contacts; the pump was opened, revealing moisture corrosion in the battery housing.